Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue reoccurs, which the caller acknowledged and understood.